Event description:
It has been reported to philips that fluoroscopy was not functioning and an image disc full error appeared. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system fluoroscopy is not functioning, and an image disc full error is appearing. A review of the system log file revealed that the most likely cause of a malfunctioning frontal ip-pc is "disk bay or dimms or psu." The fse replaced the dbs. After dbs was done, the system was returned to use in good working order. These codes were updated based on investigation outcome. The health impact grid was corrected.